Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range with multiple cartridges. Additionally, it was reported that the cartridge was damaged. The cartridge was replaced to address the issue. The customer's blood glucose level was 141 mg/dl. The customer declined to provide an alternate insulin delivery method.